Event description:
Complainant alleged that the medics were attempting to monitor a pt using the device in semi-automatic mode. The device would not analyze the pt's heart rhythm, so it would not charge in what the medics determined was a shockable heart rhythm. The medics then performed CPR on the pt, while the pt was being transported to the hosp. There was no indication of any adverse effect on the pt. The clinicians were using a non-zoll brand r2 connector with the device when the malfunction occurred.